Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had filled the cartridge with 100 units of insulin. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was changed to address the issue. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 396-397 mg/dl.